Manufacturer narrative:
It was determined at secondary review that the analysis findings would not be considered as reportable malfunctions, they are a result of the device having been dropped. This MDR was submitted erroneously and should not have been considered as a reportable file. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis confirmed the customer comment of broken display screen and additionally noted that the capacitor c277 was damaged on the main printed circuit board and that the lower case was dented. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg)was dropped and the screen broke. The epg was returned for repair. There was no patient involvement. It was further reported that the generator subsequently tested out of specification during manufacturer's analysis.